Event description:
It was reported that the pt has expired after an implant duration of 0 months, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.